Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew to disconnect the atrial lead was confirmed. Epoxy was found in the atrial connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.

Event description:
Related manufacturer report number: 2017865-2023-50126. It was reported that the high capture threshold resulting in loss of capture was observed on the right atrial (ra) lead after the implant procedure. The physician decided to revise the ra lead, however, the set screw was unable to be loosened to release the lead. The ra lead and device were explanted and replaced to resolve the event and the patient was in stable condition. A new ra lead was implanted and the capture threshold did not improve. The physician did not allege a malfunction against the ra lead and alleged the capture issues were due to the patients atrium.